Manufacturer narrative:
The insulin pump alarmed during the prime test due to a faulty force sensor resistor. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at a display window corner, minor scratches on the display window, a cracked display window and a scratched reservoir tube window.

Event description:
It was reported that insulin was squirting out from the insulin pump during manual prime and the device was alarming that the force sensor system was compromised. The insulin pump was reportedly neither bumped nor dropped prior to the prime rewind alarm occurring. While troubleshooting, it was reported that the drive support cap appeared normal. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.